Event description:
It was reported that a system error (se) 2367 alarm (an error that discontinues the present therapy and is due to a possible air in set/line) occurred on the homechoice (hc) device during dwell 2 of 4. The technical service representative (tsr) explained the alarm. The home patient (hp) had already removed the setup. The tsr advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.